Event description:
The swedish competent authority states there was an injury of a staff member at the user facility. Although requested, no information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.

Manufacturer narrative:
H3 other text : device not available.